Event description:
Philips received a complaint by the customer on the v60 indicating that the unit turned off during operation. It is unknown at this time if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Bench repair is currently pending.

Manufacturer narrative:
E1: reporter phone number :(B)(6).

Manufacturer narrative:
The device was sent to bench repair and the issue was confirmed. The customer cancelled the bench repair work order, declining the repair of the v60. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.